Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 6 of 6 mdrs filed for the same patient (reference 1825034-2014-02501/02506).

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported that revision procedures occurred on (B)(6) 2011, due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, metal poisoning, damage to bone and tissue, and metallosis. A review of invoice history confirmed the initial surgery date; however, invoices could not be located to confirm the revision procedures that allegedly occurred on (B)(6) 2011. Review of invoice history revealed that a revision procedure was performed on (B)(6) 2010, to remove and replace the modular head and taper insert for an unknown reason. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported that revision procedures occurred on (B)(6) 2011 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, metal poisoning, damage to bone and tissue, and metallosis. A review of invoice history confirmed the initial surgery date; however, invoices could not be located to confirm the revision procedures that allegedly occurred on (B)(6) 2011. Review of invoice history revealed that a revision procedure was performed on (B)(6) 2010 to remove and replace the modular head and taper insert. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes dated (B)(6) 2010 reports patient was revised due to septic right hip with draining sinus. Revision op report notes the presence of heterotopic bone, pus, and whitish lining of the hip cavity. Patient op notes dated (B)(6) 2011 report patient underwent a two stage revision due to infection. Op notes further report the presence of two draining sinuses and pus within the capsule. All components were removed, and antibiotic cement spacers were placed. Op notes further report the second stage revision was performed (B)(6) 2011 for removal of the antibiotic spacers and reimplantation. During the procedure, bloody granulation tissue was observed.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.